Manufacturer narrative:
(B)(4). The customer did not provide any patient demographics such as age, sex, date of birth, or weight. Result of investigation: the service technician performed all bench testing using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed the 67 hour extended tests at the customer's settings. The ventilator failed expiratory hold test from the final test for slight non conformities with the expiratory hold test. This slight non-conformity will not affect the way the ventilator ventilates. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
The customer reported that the patient expired while on the ventilator. No additional was provided. There was no reported issue in regards to any malfunctions with the ventilator. The customer is requesting to have the ventilator evaluated as a precaution.